Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: the reported low speed events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from 4/13/2019 at 15:27:51 to 4/24/2019 at 13:16:10, per the timestamp. Low speed events were recorded on 4/24 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed events cannot be conclusively determined through this evaluation. The patient remains ongoing on vad-19401 with the ungrounded patient cable and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years & 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient went to clinic and immediately upon connecting to a grounded power module cable had a controller fault alarm and low speed warning. There was one small area of the drive line that had been covered with rescue tape but otherwise was intact with no signs of wear. An x-ray of the driveline was ordered. The patient was placed on an ungrounded cable and had no further alarms. The patient has been sleeping on batteries and has been counseled on this many times in the past. When questioned, his wife said there are power module alarms all the time and, so they stopped using the power module. Patient was sent home with an ungrounded cable and a back up power module until patient brings theirs in for service. The data showed nine (9) low speed advisories on (B)(6) 2019 between 1:13 p.m. And 1:15 p.m. Which occurred as soon as patient was connected to the power module. Speed drops were as low as 4550 revolutions per minute. Spikes in power were also seen at this time with spikes as high as 14 watts. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support, it may be beneficial to keep the vad connected to battery power until further investigation is completed. There were two replaced system controller advisories which occurred when connecting patient to power module which resolved so there was no need to replace the system controller at that time. The patient was asymptomatic and manipulation of the drive line or patient position did not affect the alarm condition. After the analysis of the x-rays, there were no obvious signs of external or internal driveline damage or degradation seen. No further information provided.